Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital with loss of capture due to right atrial lead dislodgement. The physician attempted to revise the lead, however the helix would not extend., the lead was explanted and replaced. The patient was doing fine post procedure and would continue to be monitored.